Event description:
Pt's zevex infinity pump alarming "no food" on a number of occasions despite priming and changing bag and other troubleshooting. Sent new pump to pt.

Manufacturer narrative:
(B)(4). Package was previously opened. Seal transfer from the tyvek to the blister flange was present on entire circumference of blister. No class 0 defect occurred. Contamination in the form of many white flakes is present in the package. The white flakes did not come from the packaging materials.

Event description:
It was reported that during a lobectomy procedure, sterility package is contaminated, no further information is available. The device was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.